Manufacturer narrative:
(B)(4). E1: reporter first name - (B)(6).

Event description:
The complaint states that "unexpected receiver shutdown" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.